Event description:
It was reported patient underwent an open reduction, internal fixation radial head procedure on (B)(6) 2013. During the procedure, the surgeon was screwing the screws into the plate when the tip of two separate drivers fractured off into the screw head. The fractured pieces were removed from the patient and a third driver was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.